Event description:
It was reported that the wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken or reported.